Event description:
A pt experienced increased spasticity, and was admitted to a hospital. A physician had aspirated 1 to 2 mls from the catheter. The physician was planning to check the pump logs. The pt's outcome, in addition to the type of medication, concentration, and a daily dose being administered via the pump was not reported. Additional information is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).